Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturing number: 3006705815-2021-03095. It was reported that the patient was experiencing autoreducing, which caused ineffective therapy. A manufacturer representative confirmed that the patient has high impedances on both leads. X-rays confirmed that one of the leads have migrated. As a result, surgical intervention may be pending to address the issue at a later date.

Manufacturer narrative:
The device was not returned for analysis; however, diagnostics report was received and confirms multiple contacts with invalid impedances. Based on the information received, the cause of the invalid impedances could not be conclusively determined.